Event description:
Hands hurting, soreness hands [pain in extremity]. Hands red [erythema]. Hands warm [skin warm]. Product physical issue (toothbrush exploded) [product physical issue]. Case description: a consumer reported that her (B)(6) husband used oral-b power toothbrush, version unknown 1 applic, 1 only for 1 day on (B)(6) 2012 and reported the following: hands hurting, soreness hands, hands red and warm, all beginning (B)(6) 2012, after the toothbrush exploded in his hands. The case outcome was recovered. Concomitant medications included: cardiovascular system drugs. No further info was provided. On (B)(6) 2012, received consumer's product identified as an oral-b advancepower 400tx rechargeable toothbrush, model number 4739. On (B)(6) 2012, received consumer's follow-up questionnaire which revealed that the consumer's husband had been using the oral-b advancepower 400tx rechargeable toothbrush for 8 months to 1 year and on (B)(6) 2012, the toothbrush reportedly exploded. No medical treatment was required. He had used another oral-b power toothbrush in the past without incidence. No further info was provided.

Manufacturer narrative:
Consumer returned product for evaluation. The product was sent to the plant for investigation, results pending. Will provide investigation results in a follow-up report.